Event description:
Healthcare professional reported after injection to the tear throughs with juvederm voluma pt developed "nodules and swelling". Pt was treated with antibiotics and "later nodules were dissolved with hylase."

Manufacturer narrative:
Med watch sent to FDA on 03/20/2015. Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of swelling and nodules are physiological complications are analysis of the device generally does not assist allergan in determining a probably cause for these events.